Event description:
It was reported the pt has been experiencing her legs "fall asleep" quickly when she places them in a certain position. The pt's pain pattern is her leg, hip and the back. The sensation occurs regardless whether the system is in use or not. The pt is scheduled to meet with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.